Event description:
It was reported that the skid pipe on the cot broke with a pt lying on the cot, during the process the emt hit his teeth on the head of the cot. There was no alleged injuries to the pt.